Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the lead. The lead was no longer used and replaced. No patient symptoms were reported.